Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b5 d6b h6.

Event description:
Healthcare professional reported a right-side deflation and an exchange from textured to smooth due to the patient's concern of the product. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event deflation and anxiety-product/procedure was received on april 03, 2025. With catalog number mcghan-230. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side deflation and an exchange from textured to smooth due to the patient's concern of the product. Device remains implanted.